Manufacturer narrative:
The suspect product is the softclix plus lancet device.

Event description:
Customer reports lancet does not retract. Customer reports lancet sticks through cap, when seated securely in needle carrier. Location of testing not provided. Customer reports no accidental stick. No adverse event reported. A request for return of the suspect product was made, and a replacement was sent. Softclix plus lancet device: cat# 04628349001.